Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported problem "no notes" was confirmed through the ehl review by the presence of upstream occlusion in the log. The device was found out of specification in relation to the false upstream occlusion alarms which were reproduced. The alarms were confirmed during a review of the event history log. It was observed that the upstream sensor had low fluid numbers. Low ultrasonic readings can cause false upstream occlusions. The failed upstream sensor was replaced. (B)(4).

Event description:
It was reported that a spectrum pump had "no notes" as to what was wrong, which was clarified during baxter's evaluation as constantly displayed the upstream occlusion message. Any patient involvement, injury or medical intervention is unknown.